Event description:
Per the clinic, the patient experienced post-operative skin infection (specific date not reported) and reported repeatedly scratching and picking at the implant site, which contributed to impaired wound healing. This behavior resulted in skin breakdown and partial extrusion of the implant (specific date not reported). The patient was treated with oral and topical antibiotics (specific date and duration not reported), but the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and another osia implant was later placed on existing internal fixture on (B)(6) 2026.